Event description:
A peritoneal dialysis (pd) nurse reported to (B)(6) customer service that a dialysis patient had their pd catheter removed due to an infection. During follow-up, the patient stated they went to the emergency room due to drain complications and abdominal pain on (B)(6) 2026. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics until their peritoneal effluent culture result returned positive for a fungus. As a result, the nephrologist ordered the removal of the patient¿s pd catheter (not a (B)(6) product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a (B)(6) product). The patient transitioned to hd while hospitalized without reported issues, and the patient¿s abdominal pain has resolved. The patient stated the cause of the peritonitis was never determined; however, the patient stated continuous cyclic pd (ccpd) therapy was ¿going very well until all this happened.¿ there were no concerns regarding any of their (B)(6) device(s), drug(s), and/or product(s). The patient was recovering at the time of follow-up and adjusting to outpatient hd. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).